Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Upon further review, it was noticed that this complaint is considered non-reportable.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Product was received at service and repaired (B)(4) 2012. Product has been in use since 2004. Service and repair determined that the product was damaged. Item was repaired and returned to customer.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
Service and repair report states that a universal chuck with t handle was not opening and closing easily during a procedure causing a brief delay.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. The device was returned because it was not working correctly and was not opening and closing easily during a procedure causing a brief delay. The product was received at service and repair and was found to have a damaged component. Service and repair were able to repair the product. There is no further information available on this event. If any other information is received this will be reported via a supplement.